Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up appointment. A distal type ib endoleak was reported to be observed on an unknown date. The limb appeared to have migrated proximally creating a distal type ib endoleak. A type ii endoleak is believed to be the cause of the sac growth and the limb retracting. Limb extensions where placed bilaterally and the endoleak resolved. There was a retrograde type 2 from iliolumbars. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Exact date of event is unknown. (B)(4). Results: endoleak, migration. Anatomy related; type 2 endoleak. Conclusion: endoleak, migration. Anatomy related; type 2 endoleak.